Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
On 18-feb-2022, a spontaneous report was received from the united states from a consumer via email regarding a (B)(6) female who used thermacare lower back and hip l/xl 8hr heat wraps. Medical history included an unspecified disability. The consumer also had chronic neck, upper back pain, and lower back pain. The consumer's entire spine and joints have been "bad" for 28 years. Concomitant products were not provided. On an unspecified date, the consumer started to topically apply the thermacare lower back and hip l/xl 8hr heat wraps (lot number and expiration date not provided) at a quantity of two to four a day for her chronic back pain. The consumer noted that they could not go through a day without the product. She has never had any issues prior to the last few years. Since then, she has noticed that the product used to be made differently as she could tell after using them for many years. The material was now very thin, and they rip easily. Subsequently, she had to ensure the product was not on tight. The velcro also did not stay on despite the product not being on tight. The product tore many times next to the "magnets" (assumed to mean heat cells) when she wrapped it around her back. She was thin, so she did not pull or stretch the product. The product would keep tearing in the same area on either side but typically on the left side where it was next the heating area. She would then not able to use it, as it would slide down. No additional information was provided.

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. This is an adverse event for device comes apart (excludes damaged cells); risk calculation is minor - reduced or no therapeutic benefit.

Event description:
On 18-feb-2022, a spontaneous report was received from the united states from a consumer via email regarding a 54-year-old female who used thermacare lower back and hip l/xl 8hr heat wraps. Medical history included an unspecified disability. The consumer also had chronic neck, upper back pain, and lower back pain. The consumer's entire spine and joints have been "bad" for 28 years. Concomitant products were not provided. On an unspecified date, the consumer started to topically apply the thermacare lower back and hip l/xl 8hr heat wraps (lot number and expiration date not provided) at a quantity of two to four a day for her chronic back pain. The consumer noted that they could not go through a day without the product. She has never had any issues prior to the last few years. Since then, she has noticed that the product used to be made differently as she could tell after using them for many years. The material was now very thin, and they rip easily. Subsequently, she had to ensure the product was not on tight. The velcro also did not stay on despite the product not being on tight. The product tore many times next to the "magnets" (assumed to mean heat cells) when she wrapped it around her back. She was thin, so she did not pull or stretch the product. The product would keep tearing in the same area on either side but typically on the left side where it was next the heating area. She would then not able to use it, as it would slide down. No additional information was provided. On 13-jul-2022, additional information was provided by a consumer. The consumer noted that the product tears approximately 4 inches from the left side. The consumer noted that the product did not leak on her. No additional information was provided.